Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Results from the product history record review indicate the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported a patient was diagnosed with dry eye and mild superficial punctate keratitis (spk), approximately seven months following lasik surgery. The patient reported experiencing blurry vision. Additional information was received the patient was treated with artificial tear drops and gel, which resolved the event. Additional information was requested. There are two medical device reports associated with this event. This report is for the left eye.